Manufacturer narrative:
The returned device was evaluated and had the cannula assembly deployed. Inspection of the fluid path found no issues with the needle guard or fill port. The exposed portion of the soft cannula was observed to be stretched out and flat, although it is unclear when the damage occurred. No other damages were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose levels reached just under 300 mg/dl while wearing the pod between 36 and 48 hours. He stated that when he removed the pod it was soaking wet with insulin. The device was returned for evaluation.